Event description:
On (B)(6) 2010, an aus was implanted. On (B)(6) 2010, the pump component was repositioned due to pump migration. The pt complained that he was unable to reach the pump. No components removed. No pt complications reported.